Event description:
Asku

Event description:
It was reported that the device failed for no telemetry a couple times. The device was not opened; the new replacement is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon preliminary analysis, the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion while still in the shipping package. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that the vf detection was turned on, causing the device to charge continuously. Since no performance data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result. The result of analysis is inconclusive.